Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that on (B)(6) 2011, it was noticed that the luminant localizer was broken when the male adult pt returned from the magnetic resonance imaging (MRI) department. The registered nurse reported that "the clear cross in the middle with the spongy" broke. There was a cut on the pt's forehead. It was a little swollen. Bacitracin ointment was applied to the cut. It was unknown how the product broke. The pt's head was reported as "a little big."